Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and ffb boards were replaced and the ps1 power supply was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system would reboot on its own. Also there were gib and ffb error codes. No pt injury was reported.